Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration date are unknown. A functional evaluation of the returned device revealed that the balloon had a large tear in it, rendering the device non-functional. It cannot be determined conclusively how the balloon tore.

Event description:
It was reported to boston scientific corporation that a corflo cubby low profile gastrostomy device was used during a procedure performed in 2005 (patient gender, age, and weight are unknown). According to the complaint, the balloon button was "found floating on the next day of placement. The removed button had some small hole." The balloon was replaced with another device (unknown manufacturer). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."